Manufacturer narrative:
Reference MFR report # 2916596-2017-00053 for the previous report of distal end percutaneous lead (driveline) replacement due to low voltage and low speed alarms. (B)(4). Approximate age of device ¿ 2 years 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to an outside hospital emergency room with yellow wrench, low flow and pump off alarms observed on the system controller. At the time, the pump was running below the low speed limit, at approximately 1100 rpm. The patient was reported to be asymptomatic. The patient was transferred to the implanting center, and the system controller was exchanged during transport. On admission the inr was 1.0 and the pump was unable to maintain the fixed speed. The system controller was exchanged a second time. It was reported that the pump was off at this point and the driveline disconnect alarm and controller fault alarms were observed. The pump restarted briefly, was then was transiently starting and stopping. The audible vad hum was unable to be heard on auscultation. The patient was placed on heparin. The patient reported that transient pump stoppages had occurred for greater than 5 hours, with 1100 rpms the highest speed reached. It was reported that the driveline was only disconnected during system controller exchanges. The patient had a previous percutaneous lead (driveline) replacement, and was provided an ungrounded patient cable for use with the power module. The patient had been living with the lvad supported on external batteries since the replacement. The patient had a history of noncompliance, and was lost to follow-up for several months. The patient had been previously discussed as a potential explant for recovery. Given the risk of stroke related to low inr, and length of time of pump stoppages, the decision was made to turn the lvad off without further intervention. The patient was stable off lvad support. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log files confirmed the report of pump stops and controller fault alarms. Throughout two of the three submitted log files the yellow wrench advisory alarm was active as a result of a time clock reset which was not resolved. The driveline appeared disconnected and the pump was stopped throughout both log files while the system controller was connected to batteries. A specific time frame for the events captured in the log file and the duration of the pump stop could not be conclusively determined due to the system clock not being set. The third submitted log file did not appear to capture any events post manufacturing. The driveline disconnect events captured in the log file appeared consistent with a potential driveline issue. However, a specific cause for the driveline disconnect events and the resulting pump stop could not be conclusively determined without a full evaluation of the device. The center reported that the patient was asymptomatic throughout the event. The patient elected to discontinue device support and not pursue further intervention due to risk of stroke related to low inr and the extended duration of the event. The patient had an inr of 1.0 and was started on heparin. The patient was stable off vad support and returned home on (B)(6)2017. The heartmate ii instructions for use and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.